Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that deployment issue, stent damage and catheter entrapment occurred. Vascular access was obtained via left femoral artery utilizing retrograde approach. The 100% totally occluded, 30cm in length target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). After a 6f 10cm introducer sheath was inserted from the left side below the knee artery, a 300cm non-bsc guide wire crossed the lesion. Then after performing a pull-through technique, a 7x180x75 innova stent was advanced with anterograde approach and deployment was started from the distal sfa by rolling the thumbwheel. When the thumbwheel was rolled to the end, it was replaced with the pull-grip. However, the pull-grip was hard when it was pulled. Several attempts were made to pull the pull-grip, but it was unable to move. The whole system was removed from the patient and the stent was successfully deployed, but the implanted stent was stretched. When removal of the stent delivery system (sds) was attempted, it was noted that the sds became stuck with the guide wire. The sds and the guide wire were removed together from the patient's body. The guide wire was then re-inserted and a non-bsc stent was deployed in the stretched innova stent and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire stuck inside of the device. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The outer shaft, showed a kink at the nosecone. The middle shaft and the inner shaft showed no damage. The guidewire that was returned with the device was froze inside of the product. The guidewire was inside of the distal end 65cm from the tip, and 131cm from the proximal end. The handle of the device was opened up and inspected for damage. It was noticed that the inner sheath was prolapsed inside of the pull rack which could contribute to the guidewire sticking issue as well as the deployment issues. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issue, stent damage and catheter entrapment occurred. Vascular access was obtained via left femoral artery utilizing retrograde approach. The 100% totally occluded, 30cm in length target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). After a 6f 10cm introducer sheath was inserted from the left side below the knee artery, a 300cm non-bsc guide wire crossed the lesion. Then after performing a pull-through technique, a 7x180x75 innova stent was advanced with anterograde approach and deployment was started from the distal sfa by rolling the thumbwheel. When the thumbwheel was rolled to the end, it was replaced with the pull-grip. However, the pull-grip was hard when it was pulled. Several attempts were made to pull the pull-grip, but it was unable to move. The whole system was removed from the patient and the stent was successfully deployed, but the implanted stent was stretched. When removal of the stent delivery system (sds) was attempted, it was noted that the sds became stuck with the guide wire. The sds and the guide wire were removed together from the patient's body. The guide wire was then re-inserted and a non-bsc stent was deployed in the stretched innova stent and the procedure was completed. No patient complications were reported and the patient's status was good.